Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed in the peripheral vein of the patient at the bedside in the peripheral vein of the patient at the bedside in the intensive care unit. During insertion they received a blue bulls eye on th vps and the PICC was only in the vessel 10cm. As a result, the catheter was placed without the use of the vps. There was no delay in treatment and no patient death or complications reported.